Event description:
It was reported that the patient states that he was contacted by his physician regarding the recall. He met with his surgeon on (B)(6) 2012. The patient had MRI and blood work completed. The MRI showed fluid on the hip and an aspiration was performed on (B)(6) 2012. The patient is scheduled to have revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time, the paitent was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.